Manufacturer narrative:
E1 - initial reporter title: lead tech. Device eval by manufacturer: returned product consisted of the rotapro atherectomy system with the rotawire. The burr catheter was received attached to the advancer unit with the rotawire inside the device. The advancer, handshake connections, sheath, coil, and burr were microscopically examined. Inspection of the device presented no damage to the rotapro device; however, there was a severe kink in the proximal end of the rotawire. Functional testing was performed by trying to remove the rotawire from the rotapro device. The wire was able to be removed from the advancer unit, but it would not pass the handshake connection to the burr catheter. Product analysis confirmed the reported event, as the rotawire was so severely kinked that it was unable to be removed from the burr catheter.

Event description:
It was reported that the rotapro became stuck on the rotawire. A 1.50mm rotapro and a rotawire and wireclip torquer were selected for use in a percutaneous coronary intervention in the mid left anterior descending artery. The 90% stenosed target lesion was severely calcified. The anatomy was not tortuous. While advancing the burr in the guide catheter using dynaglide mode, the guide catheter disengaged from the coronary and dropped out of the ostium. The burr made deceleration noises, and it sounded like the device struggled to advance. The burr never exited the guide catheter. An attempt was made to remove the device, but it was noted that the burr was stuck on the wire. The procedure was completed with another 1.50mm rotapro and rotawire and wireclip torquer. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotapro became stuck on the rotawire. A 1.50mm rotapro and a rotawire and wireclip torquer were selected for use in a percutaneous coronary intervention in the mid left anterior descending artery. The 90% stenosed target lesion was severely calcified. The anatomy was not tortuous. While advancing the burr in the guide catheter using dynaglide mode, the guide catheter disengaged from the coronary and dropped out of the ostium. The burr made deceleration noises, and it sounded like the device struggled to advance. The burr never exited the guide catheter. An attempt was made to remove the device, but it was noted that the burr was stuck on the wire. The procedure was completed with another 1.50mm rotapro and rotawire and wireclip torquer. No patient complications were reported.